Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. After multiple new batteries and battery caps the unit remained on blank display. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapping out test boards confirms blank display was due to a long crack across u2 and b1 on pcba1. Test p-cap and reservoir locked properly into the reservoir compartment during testing. Blank display isolated to pcba 1. Unable to download history files and traces due to blank display. In addition, unit was received with cracked case-corner of belt clip rails, scratched case, pillowing keypad overlay and label damage (fading). In summary, pumps receive with a blank display suspected to be due to crack across u2 and b1on the pcba1. Unable to download history files and traces due to blank display. Customers allegations for cosmetic damages were confirmed when cracked case-corner of belt clip rails were noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and device was received for analysis.